Event description:
Information was received noting that high lead impedance was seen on pre-op diagnostics. During patients surgery, the lead pins were re-inserted into the patients generator and the lead impedance was normal again. The patients lead was pulled on to see if there was a partial fracture in the lead; however, subsequent diagnostics indicated no anomalies and ok impedance. No replacements occurred. No other relevant information has been received to date.

Event description:
X-rays were received and reviewed for a complaint of high lead impedance. Per the x-rays, the generator placement appeared to be normal in the left axillary chest area. Lead pin insertion through the second connector block could not be confirmed due to the angle of the x-ray image. The feed through wires, as well as the lead wire present at the connector pin, appeared normal. The lead was observed in the neck and chest. A section of the lead appears to be behind the generator and could not be assessed. A potential lead discontinuity was identified on the strain relief bend, observed on a lateral x-ray image of the cervical spine. It was noticed that this discontinuity did not appear to be present in the other images, which were presented at different angles of the patient¿s neck. In all other portions of the lead visible, no gross lead fractures or other anomalies were observed. Based on the images provided, the area of potential lead discontinuity in the strain relief bend could not be confirmed. The presence of a micro fracture and/or a lead discontinuity cannot be ruled out in the portion of the lead that is not visible in the provided images. No other relevant information has been received to date.

Event description:
Further information was received noting that the patient had two severe seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The physician reports that the patient's device showed high impedance, as well as registered that no output current was being delivered on 09/16/2019. The sales representative was present at the patient's follow up current and confirmed high impedance and low output current errors during diagnostic testing. The patient's mother confirmed that the patient has not fallen or had traumatic event to cause a lead fracture since implant. A session report from date of surgery confirmed that the device was operating within normal limits following implant. The device history records for the implanted lead were reviewed and confirmed that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.